Event description:
The product was used in a hemorrhoidectomy procedure. Reportedly, the suture broke. The hospital reported that no patient injury had occurred.

Manufacturer narrative:
1/7/1998-supplemental report #1 submitted to FDA.